Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 417 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after it has been exposed to moisture. Customer stated that the insulin pump had a high pitch noise and the battery does not last long. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. Customer also reported to have experienced a high blood glucose of 417 mg/dl and treated with manual injection. Unable to perform high blood glucose troubleshooting due to button error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to corroded up button keypad dome. Unable to perform functional test due to keypad anomaly. Unable to verify low battery or audio/vibrate due to keypad anomaly. No unexpected high pith noise noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.